Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7086237, UDI: (B)(4).

Event description:
It was reported that patients spinal cord stimulator lead had impedances. It was noted that leads also had migrated which was confirmed via imaging. The patient underwent a spinal cord stimulator lead replacement procedure and was doing well post operatively. The explanted device will not be returned.